Manufacturer narrative:
4/23/1998: g9 - manufacturer report number has been corrected here and in header on page 1.

Event description:
Patient was experiencing periodic boluses of medication and inconsistent medication delivery due to possible kinked or plugged catheter.